Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported via phone call damage on the insulin pump. Customer's blood glucose level was 580 mg/dl. Customer's husband advised there is a stripe in the middle of the insulin pump and they cannot read the display. Troubleshooting for the partial display was performed. Customer advised the device fell out of their pocket as it was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer advised their blood glucose is high because the site came out as it has done before in the past. Customer treated their high blood glucose levels using the insulin pump and they feel fine. Customer does not feel the need to troubleshoot for high blood glucose levels.

Manufacturer narrative:
The insulin pump was received missing segments due to cracked lcd zebra connector. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.